Event description:
Received information the patient experienced a shocking or jolting sensation. This occurred initially after implant and then subsided. The patient then felt the shocking at the ins pocket site. No fall or trauma was associated with this complaint. The sensation only occurred when the ins was turned on and palpitation did not reproduce the shocking. Impedances were measured and ranged from 426 to 1027 ohms except on electrode 01 which was < 50 ohms. An x-ray of the area was recommended. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).